Event description:
It was reported to gore that on (B)(6) 2003, a pt underwent a procedure for the treatment of uterovaginal prolapse, cystocele, rectocele and stress urinary incontinence where one or more mesh devices (including gore mycromesh) was allegedly used. The pt alleges to suffer infection, chronic pain and dyspareunia as an alleged result of device erosion, device extrusion and at least one surgical procedure to remove/repair the mesh device. Additional, event specific information has not been provided.